Manufacturer narrative:
This report is submitted on (B)(6) 2018.

Event description:
It was reported that the patient developed an infection at the implant site resulting in an extrusion of the receiver stimulator. Subsequently, the device was explanted on (B)(6) 2017, and the patient was reimplanted with a new device during the same surgery.